Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported inflation difficulty. The root cause of the inflation difficulty was identified as variation in shrinkage of the adhesive material during the bonding process. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records based on an expanded investigation, a product issue related to inflation difficulty associated with leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that after flushing the device, negative was attempted using an indeflator; however, air continued to be pulled through the device. Connections were checked and negative was attempted again with the same results. An attempt was then made to inflate the balloon, but it would not hold inflation. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.